Manufacturer narrative:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2015-00045 to provide the sample evaluation results. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the failure investigation was limited to evaluation of the user facility information and retention samples from the reported and surrounding lots. A visual examination of the samples confirmed there were no visual defects. Leakage testing revealed no leak. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. There have been no previous reports for this part/lot number combination. The investigation results verified that the retention samples were normal product with no anomalies which would lead to the reported leak. The exact cause of the reported issue cannot be definitively determined, a formal investigation has been initiated. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Actual device not returned.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00045 to provide the sample evaluation results.

Manufacturer narrative:
The actual device has not been returned and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported valve leakage on the involved device. Follow up communication with the user facility confirmed the following information: the valve was leaking on the 5fr pinnacle sheath. Blood loss was less than 250ml. The procedure was completed successfully. The patient was reported as doing good.